Event description:
Chemo was infusing on secondary line of plum pump. Rn was watching drip chamber as chemo was finishing and went over to pt chairside to stop infusion. The chamber on the primary tubing had air in all 3 compartments and air was in the primary tubing approx 12-18 inches distal to the pump. No air in primary tubing reached the patient. The pump had not alarmed when air reached the primary cassette chamber and was still pumping the secondary line even though it was just air.device #1is this a laboratory device or laboratory test?no.